Event description:
It was initially reported that a non-st elevation myocardial infarction occurred; however upon further review an st elevation myocardial infarction occurred.

Event description:
(B)(4). It was reported that post a stenting treatment procedure stent thrombosis occurred. In 2007 a non bsc stent was implanted in the proximal right coronary artery (rca). Two years later the patient presented with 100% thrombosis in the previously placed stent. Thrombectomy was performed and the lesion was predilated with an apex balloon. A 3.50x20mm taxus liberte stent was successfully deployed in the lesion and post dilation was performed with a quantum maverick balloon. The patient was put on asa, plavix, heparin and integrilin and later discharged on asa and prasugrel. One year later the patient presented to the emergency room with a non-st elevation myocardial infarction. An angiogram revealed 100% thrombosis in the 3.50x20mm taxus liberte stent that was previously implanted in the proximal rca. Thrombectomy was performed and a 3.0x15mm apex balloon was inflated in the lesion. Final films revealed less than 10% residual stenosis. The patient was put on asa, prasugrel, intergrilin and angiomax and the patient was later discharged on asa and prasugrel. No additional patient complications were reported.

Manufacturer narrative:
Describe event or problem: it was initially reported that a non-st elevation myocardial infarction occurred; corrected to st elevation myocardial infarction. (B)(4).

Manufacturer narrative:
If implanted, give date: 2009. Device is combination product. Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).